Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device found that there was a complete separation of the hypotube 24cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. The hypotube was also kinked 16 mm distally from the fracture. The portion of the device distal to the fracture was 124cm. There was blood and contrast on the wire lumen, stent and balloon. One strut on the distal end of the stent was damaged. The balloon was tightly folded and the stent was centered between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a treatment procedure, crossing difficulties occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed de novo 2.5mm x 30mm lesion was located in the severely calcified and moderately tortuous right coronary artery. The taxus liberte (mr) ous 32mm x 2.25mm drug eluting stent, being used for predilation, was advanced with significant resistance and failed to cross the lesion. Due to severe calcification in the target lesion, the physician elected to reschedule the procedure. There were no patient complications reported and the patient's status is stable. However, returned device analysis revealed a hypotube fracture and stent damage.